Manufacturer narrative:
H3 other text : the device is not available to the manufacturer.

Event description:
It was reported that during a mechanical thrombectomy procedure, the physician used the subject guidewire to cross the thrombus and wanted to reach a distal vessel. The subject guidewire underwent a lot of torque and the distal part of the subject guidewire was broken and migrated distally. The physician was able to remove the the broken end. The subject guidewire was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Event description:
It was reported that during a mechanical thrombectomy procedure, the physician used the subject guidewire to cross the thrombus and wanted to reach a distal vessel. The subject guidewire underwent a lot of torque and the distal part of the subject guidewire was broken and migrated distally. The physician was able to remove the the broken end. The subject guidewire was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
H4 manufacturing date - added. D4 expiration date - added. There are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, functional testing as well as visual testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported event could not be confirmed, and it cannot be confirmed that the device met specification, as the device was not returned. It was reported that during a mechanical thrombectomy, doctor crossed the thrombus with the standard guidewire. He wanted to reach a distal vessel, so the guide underwent a lot of torque, and a distal part of the guide became detached and migrated distally. The doctor was able to remove the detached end and replace the broken guidewire. Additional information states that the patient¿s anatomy was moderately tortuous. The device was not returned for analysis. It is possible that the guidewire was excessively torqued during the attempt to reach the distal vessel causing the guidewire to fracture, however as the device was not returned for analysis, this cannot be definitively determined. As the product was not returned and review and analysis of all available information fails to indicate an assignable cause or probable assignable cause for the reported event, an assignable cause of ¿undeterminable¿ will be assigned to the as reported ¿guidewire distal tip broken/fractured during use¿.

Manufacturer narrative:
There are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the distal 7.5cm of the subject guidewire had been fractured and there was excessive shaping/kinking noted to the distal tip of the subject guidewire. There was peeling noted to the proximal polytetrafluoroethylene (ptfe) coating of subject guidewire. Functional inspection was not required as event was visually confirmed. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported was confirmed based on the device analysis. The device failed to meet specification when received, based on the damage noted. Additional information states that the patient¿s anatomy was moderately tortuous. The subject device was returned, and it was confirmed that the subject guidewire distal tip had been fractured, there was kinking also noted to the distal tip. There was peeling noted to the proximal ptfe coating. It is probable that there were anatomical and/or procedural factors present during the clinical procedure causing the subject guidewire tip fracture and kink to the distal tip, this is evident from the damage notes to the returned device. An assignable cause of procedural factors will be assigned to the as reported and as analysed code guidewire distal tip broken/fractured during use and to the analysed guidewire distal end/tip kinked/bent, as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited. The ptfe peeling noted to the proximal end of the subject guidewire is indicative of interaction with the torque device, which may have been under tightened. An assignable cause of handling damage will be assigned to the analysed code guidewire ptfe coating peeling.

Event description:
It was reported that during a mechanical thrombectomy procedure, the physician used the subject guidewire to cross the thrombus and wanted to reach a distal vessel. The subject guidewire underwent a lot of torque and the distal part of the subject guidewire was broken and migrated distally. The physician was able to remove the broken end. The subject guidewire was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.